Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic tlh, the device tore a hole in the patient's colon and mesentery. To correct this problem manually cauterized and hand sew defect in tissue caused by the device. The surgical time was delayed by more than 30 minutes due to the products problems. On the same lot be returned for evaluation?